Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by an operational check performed. The log was reviewed and a ventilator inoperative error code related to the machine flow sensor was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification of greater than 0.2lpm. The device's machine flow sensor was replaced to address the issue.